Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; d9; h3; h6.

Event description:
Healthcare professional reported left side "rupture," and suspicious non mass enhancement in the left breast at the 4 o'clock position with an extent of 1.2cm. Healthcare professional additionally reported cyst not related to the device. Device has been explanted.

Event description:
Healthcare professional reported left side "rupture," and suspicious non mass enhancement in the left breast at the 4 o'clock position with an extent of 1.2cm. Healthcare professional additionally reported cyst not related to the device. The device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events rupture and cyst was received on august 19, 2024. With lot number 2905998. Based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as fold flaw opening. Cyst: unable to observe. As per the investigation procedure, creases and stress marks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "rupture¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.